Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered warnings for undefined high pacing impedance. In addition, the lead had high thresholds and non-sustained ventricular tachycardia episodes showed noise. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead therapy was programmed off and the patient was issued a lifevest until the lead could be revised.